Manufacturer narrative:
Results: fowler.

Event description:
It was reported by service report that the fowler would not go all the way down. No patient involvement or adverse consequences are reported.